Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the printer, 12 lead control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the transmit button was not working and now all of the buttons are not working. The customer powered the device off and the buttons appear to be working properly. There was no patient use associated with reported event.